Manufacturer narrative:
Results: the pusher assembly of the first penumbra smart coil (smart coil) was kinked approximately 66.0, 133.0, and 137.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and snaked within the introducer sheath. Conclusion: evaluation of the first and third smart coils revealed the pusher assemblies were kinked, and the third smart coil¿s embolization coil had offset coil winds and gaps. The pusher kinks for the first smart coil and the offset coil winds for the third smart coil likely occurred due to forceful advancement of the smart coils against resistance. The pusher kinks for the third smart coil were likely incidental and may have occurred during packaging for return. Further evaluation revealed the embolization coils snaked within the introducer sheaths when a penumbra investigator attempted to advance them, and both smart coils could not be advanced through their introducer sheaths. The snaking of the embolization coils likely contributed to the resistance encountered. The root cause of the snaking could not be determined. Evaluation of the second smart coil revealed the pusher assembly was kinked and fractured, and the embolization coil was detached. The pusher assembly kinks likely occurred due to forceful advancement of the smart coil against resistance. The pusher assembly fracture may have occurred due to attempts to straighten the kinked pusher assembly, and likely allowed the embolization coil to detach from the pusher assembly. Since the embolization coil was detached and not returned for evaluation, the root cause of the inability to advance the second smart coil could not be determined. The non-penumbra microcatheter mentioned in the complaint, as well as the second smart coil¿s embolization coil, were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00156, 3005168196-2018-00157.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance three smart coils out of their introducer sheaths and into the rotating hemostatic valve (rhv) on the non-penumbra microcatheter, and therefore the smart coils were removed. The procedure was completed using new smart coils, the same rhv and the same microcatheter. There was no report of an adverse effect to the patient.